Event description:
As reported by the user facility: melted power cord.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). In a follow up with the facility, the reporter stated that the event occurred on (B)(6) 2012 when a burnt electrical smell was noted in the pt's room. The fire department was called to investigate the smell but the cause of the smell could not be determined. When the pt was released from the hospital 3 days later, the power cord was found burnt and melted at the connection between the power supply unit and the primary adaptor. There was no pt harm associated with the event. The reporter was unable to comment if there was any water near the power cord and if the power cord was on the floor or connected to pole clamp at the time of the incident. The reporter confirmed that the power cord has been discarded. No cord is available for return. Without the actual sample, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow up report will be provided.